Event description:
As reported by edwards affiliates in austria, a transcatheter aortic valve replacement (tavr) procedure was performed using a 26 mm sapien 3 ultra valve, upon removal, the esheath liner was found to be delaminated. During valve alignment, the balloon was observed to be torn. The delivery system and valve were subsequently removed through the esheath without complication. A new valve, delivery system, and sheath were prepared and used to complete the procedure successfully. The patient did not experience any injury related to the event and remained stable following the intervention.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
Update to describe event or problem (b5), additional device information (d4), device availability (d9) and h3. Correction to h6; type of investigation.

Event description:
Preliminary examination of the sheath found that the was opened, but split. The liner fully delaminated 4cm in length from distal end and the c-marker band detached and not returned.

Manufacturer narrative:
Correction to h6; component code, type of investigation, investigation findings, investigation conclusion. The events reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure modes is not required at this time. The device was returned for examination and found that there was a split in the distal tip and the sheath liner was fully delaminated. Per the nature of the complaint no applicable dimensional or functional testing was able to be performed. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event of a distal tip split was confirmed per the evaluation of returned device. No manufacturing non-conformances were identified during the evaluation. DHR and lot history review did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. Review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issue with the sheath during device unpacking or preparation. As reported, "during valve alignment it was observed that the balloon was tear. It was decided to remove the delivery system with valve through the esheath. After removal it was observed that the esheath liner was delaminated. As per imagery review, the distal tip of the sheath was split". Per evaluation of the imagery provided and returned device, the esheath distal tip was split. Additionally, the liner was observed to be fully delaminated. As per reported information, the balloon of the delivery system tore during valve alignment, and the delivery system was removed with crimped thv. Withdrawal of a crimped thv that has had its profile altered or partial inflation can catch onto the sheath liner and tip and damage it. Proper withdrawal technique is important, as non-coaxial withdrawal of the delivery system with crimped thv may cause the system or thv to interact with the sheath, resulting in sheath distal tip damage. As such, available information suggests that procedural factors (withdrawal of crimped thv) may have contributed to the reported complaint. Through extensive complaint investigations, events reporting, or showing evidence of, sheath liner delamination manifested during withdrawal of the delivery system has not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to withdrawal of altered balloon profile, non-coaxial alignment, patient factors, and/or excessive manipulation. In addition, c-marker band separation can occur as a result of device manipulation used to overcome the withdrawal difficulty. The reported event of liner delamination was confirmed based on the evaluation of the returned device. Available information suggests procedural factors (withdrawal of crimped thv) likely contributed to the event as it was attempted to remove the commander delivery system with crimped thv. Withdrawal of crimped thv that has had its profile altered or partial inflation can lead to the system catching onto the sheath liner. The operator may apply additional manipulation to overcome any difficulty, which can further delaminate the liner as the delivery system is pulled through the sheath. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.